Event description:
Rn was running an influenza rapid test. Elution vial was noticed to be empty and lids to 2 elution vials were cracked. Manufacturer response for rapid flu test, binaxnow influenza a&b card 2 (per site reporter). Equipment failure reported to abbott technical services.